Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the intuitrak abdominal aortic aneurysm stent. Approximately nine (9) years post initial procedure during a routine follow-up, a type iiib endoleak was detected. The patient was asymptomatic. The physician plans to treat the patient by converting to open surgery on a later date and explanting the graft.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
It was reported that the patient was scheduled for explant but has significant heart and lung issues therefore the procedure was cancelled. The patient is currently being monitored.